Event description:
It was reported a frayed guidewire was returned to the complaint handling team. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a frayed guidewire was returned to the complaint handling team. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged/defective guidewire was confirmed, but the root cause could not be determined. The product returned for evaluation was one nitinol guidewire with hoop. A gross visual inspection of the returned sample found that use residue was present throughout the guidewire. Microscopic inspection of the guidewire found that one of the outer wire coils at the distal end of the guidewire was deformed. The coil appeared longer than the rest and was bunched up causing it to protrude above the level of the other coils. No other damage was observed on the guidewire. The presence of blood residue at the guidewire tip indicated that the user had managed to insert the guidewire into the patient and therefore managed to pass the guidewire through an introducer needle. This suggests that the deformation of the guidewire likely occurred after the guidewire had been threaded through the needle, given that if the deformation was present before that, the guidewire would have been unable to be threaded through the needle. Based on the available evidence, there were not enough features identified to conclusively determine a root cause. Therefore, the root cause remains unknown.